Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a leakage where connected to catheter with a unspecified bd pegasus¿ safety closed IV catheter system . The following information was provided by the initial reporter: leakage was noticed at the connecting position after the catheter was placed.

Event description:
It was reported that there was a leakage where connected to catheter with a unspecified bd pegasus¿ safety closed IV catheter system . The following information was provided by the initial reporter, translated from chinese to english: leakage was noticed at the connecting position after the catheter was placed.

Manufacturer narrative:
Investigation: since a valid lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.